Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck [foreign body in reproductive tract]; discomfort - vaginal [vulvovaginal discomfort]; tried to remove the tampon and was in a lot of pain as it appeared to be completely stuck [complication of device removal]; pain- vagina [vulvovaginal pain]; tampon had started to disintegrate, and completely open out and fibres were coming off of it [device breakage]. Consumer sent e-mail stating the tampon appeared stuck after being in for 30 minutes. She removed it, and found it had started to disintegrate and completely open out, and fibers were coming off of it. No serious injury was reported.